Manufacturer narrative:
The date of incident has been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges when trying to get out of the chair, the hand control froze and chair still kept going after consumer let go of hand control.

Manufacturer narrative:
The device with the exception of the hand control was returned and evaluated. The alleged event could not be duplicated.

Event description:
Alleges when trying to get out of the chair, the hand control froze and chair still kept going after consumer let go of hand control.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges when trying to get out of the chair, the hand control froze and chair still kept going after consumer let go of hand control.